Event description:
It was reported that during a cryo ablation procedure, the patient experienced a perforation. Blood was observed in the pericardia sac. Pericardiocentesis was performed and four hundred cc's of blood were aspirated. It was noted that the patient's blood pressure dropped forty to sixty minutes after crossing the septum. Activated clotting time (act) was reversed with medication. The case was completed with cryo. The patient was sent to the intensive care unit (ICU) to be monitored. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Event summary: the patient data files showed eight applications were performed with catheter 2af284/60051-26 on the date of the event. Bin files also showed system notice (#50029) indicating that the safety system detected a high level of refrigerant flow and stopped the injection in the first application. This is a clinical issue (perforation, effusion and hypotension) encountered during the procedure. No product malfunction reported. The reported complaint for the flexcath 4fc12/unk sheath was not returned for investigation. No lot number is available for this product. In conclusion, the reported issues (hypotension, cardiac perforation, pericardial effusion) cannot be confirmed through testing or data analysis. The sheath was not returned to for the investigation. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information indicated that the patient underwent surgery for "pericardial window and it was the left atrial appendage that was perforated". The patient is in stable condition.